Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. It was unknown if the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.